Manufacturer narrative:
(B)(4). G2: foreign country source: australia. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a knee revision due to unknown reasons. The initial surgery date is unknown, a unk cemented tibia tray was explanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report. Updated: b4,b5,d2,d4,d9,g1,g3,g6,h1,h2,h6. D4: attempts have been made to gather all product identification information and no further information has been provided. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - part and lot identification are necessary for review of device history records, neither were provided. - insufficient information provided. Unable to perform a compatibility check. - complaint history review cannot be performed without product identification. - medical records were not provided. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.